Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvicfloor. Caller noted "everything was working [well] and then [the patient] started having to pee a lot every 30 minutes"; a loss of therapy was reported. Caller also noted that the patient was on pain medicine during the trial and had pulled on one of the wires by accident, but then the patient was implanted and things had been working well until a week ago; they doubt that the issue is wires-related. The consumer noted 3.2v or 3.1v wasn't helping so stimulation was decreased to 2.7v. They also noted that the patient felt stimulation at "3.2v or 3.1" and felt the patient would be uncomfortable if stimulation was increased. During the call, the consumer had access to the patient programmer (pp) so they synched to their ins which showed stimulation was on; they were at 2.7v on program 3. The patient's ins was then moved to program 4 and stimulation was set to 2.3v; they felt stimulation comfortably. The call center advised the caller to try this setting to see if it helps their symptoms. They were also advised to follow up with the healthcare provider (hcp) if it does not. Later on that day, caller requested help with going back to program 2 which they think was changed on its own about a week ago; they were changed to program 2. The call center directed the caller to the hcp. Caller also wondered about a lightning bolt being in the top left corner as it is not there; information was reviewed. No further patient complications have been reported as a result of this event.